Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 526 (mg/dl) over the last few days. Customer administered a bolus with the pump and changed pump supplies to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they will administer a manual injection after the call. Recommendation was made to consult with health care provider to discuss diabetes management.